Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine pulse generator change out, this lead was capped after displaying pacing impedances of greater than 3000 ohms and loss of capture. There were no adverse patient effects reported.